Event description:
It was reported to (B)(4) that a system fault (sf180) occurred on an astral device indicating a battery charger fault. The message resulted in an audible alarm and caused the device to shut down. The device was not in use when the fault occurred, therefore, there was no patient involvement.